Event description:
On (B)(6) 2012, a diabetes educator contacted animas on behalf of the patient to report that they had received an e-mail from the patient stating that the patient had ''been in and out of the hospital all this week and not feeling well.'' There were no additional details regarding the reported incident. The date(s) of hospitalization were not given. It is unknown at this time whether the reported hospitalization(s) were related to diabetes or not, and it is unknown if the pump may have been a cause or contributed to the reported hospitalization(s). Customer support and medical surveillance have attempted to contact the patient for additional information without success. This complaint is being reported because the patient reportedly was in the hospital for unknown reasons and the pump could not be ruled out as a cause or contributor.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/03/2014 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump passed flow accuracy testing and was found to be delivering within required specifications. No defect was found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.